Manufacturer narrative:
Product analysis: received for analysis was one 0.038¿ double distal ¿j¿ stainless steel guide wire. As received the wire coils were stretched to break. The inner wires under the coils were both, pulled from the distal j tip and broken. Other devices and the introducer sheath used during the case were not returned to aid in root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An 8f 11cm input ps introducer kit was intended to be used during a procedure for a right and left heart catheterisation. There was no damage noted to packaging. The device was removed from packaging as per IFU. The device was inspected and prepped per IFU with no issues and was properly hydrated. Excessive force was not used during insertion/delivery. It is reported that resistance was felt when passing the short guidewire through the 18g kimal needle. The operator tried to remove the wire but it was not possible, so the wire and needle were removed together. The wire was then removed from the needle outside the patient's body. No patient injury reported. The short guidewire was included in the introducer kit. The kilmal needle was not included in the introducer kit.